Manufacturer narrative:
Product analysis as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box, within a sealed plastic biohazard pouch and within an opened echelon-10 inner pouch. Visual inspection/damage location details: no damages were found with the echelon-10 hub. No damages or irregularities were found with the marker bands. The distal tip was found damaged/ovalized. The distal ~3.0cm of the echelon-10 micro catheter was found shaped. A partial break was found proximal to the distal marker band. The break edge was found stretched and jagged. Testing/analysis: the echelon-10 micro catheter total length (to the proximal marker band) was measured to be ~151.4cm and the usable length (to the proximal marker band) was measured to be ~143.1cm, which is within specification (specification: total (ref) = 152cm, usable: 144cm ± 1.5cm). Conclusion: based on the device analysis and reported information, the customer¿s report of ¿marker band dislodged¿ was confirmed as the distal marker band was found partially separated from the remaining catheter but otherwise was found undamaged. Customer reported that the break was found after inserting the shaping needle. During analysis, evidence of steam shaping was also observed. Possible causes of the break are using a heat source other than steam, holding the catheter tip too close to the heat source (1 inch), not using the shaping mandrel, due to holding the device against the heat source too long (approximately 10 seconds), or removing the shaping mandrel prior to allowing the echelon-10 micro catheter to cool. The jagged and stretched break edges are indicative of a tensile failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b5, d9. H3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. H6: the evaluation codes have been updated for this event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Prior to the damage being observed, the shaping needle was inserted. It was clarified that there was no damage or evidence of tampering to the device packaging, nor was any damage observed upon delivery. No damage was found on the outer box, carton, pouch, or any part of the packaging.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the operator was preparing to perform aneurysm embolization, used the echelon microcatheter to shape. Upon opening the packaging, it was found that microcatheter mark point had fallen off, which was considered a serious quality issue, and the operator requested that it be returned to the factory for inspection. The echelon packaging was found damaged upon opening. The catheter tip was not shaped. No surgical or medicinal intervention was required. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of an aneurysm. It was noted the patient's vessel tortuosity was moderate. Access vessel was the femoral artery with a diameter of 8mm. Ancillary devices include a long sheath and silver snake intermediate catheter.